Event description:
It was reported that the patient was having infection at the battery site. The physician did not believe it was device and procedure related. The patient underwent an explant procedure and patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model:sc-2218-50, serial:(B)(4), batch: 7108155/7108156.

Event description:
It was reported that the patient was having infection at the battery site. The physician did not believe it was device and procedure related. The patient underwent an explant procedure and patient was doing well postoperatively. Additional information was received is that the patients symptoms were redness, swelling and fever. The physician does not know the cause of infection. The patient was placed on antibiotics and the patients explanted devices were retained by the hospital.